Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was connected to the software and the strain gauge was responsive. There were universal asynchronous rec eiver-transmitter (uart) communications errors in the data saved to the system. The adapter was connected to an rpa clamshell and an rpa handle. The device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the software and no new errors appeared. It was reported that there was an articulating or straightening during fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of uart communication errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy, when the firing button was pressed again to check after the firing was completed, the articulation started while making an abnormal sound, and it was bent to 45. The parts dropped in the patient's body. All parts were removed and was collected with forceps. Pli 50: medtronic's initial evaluation of the incident found that there was egia thick tissue. Some staple pushers were pushed back to the cartridge. Three staples remained on the cartridge and anvil surface. The two staples on the reload were properly formed and the one was over crimped.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigphandle - sig power sigphandle handle sigpshell - sig power sigpshell control shell, lot# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.